Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was 150 mg/dl at the time of incident. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Device also received with cracked case(battery tube) and cracked battery tube threads.